Event description:
New information noted programming changes were made and patient condition was stable.

Manufacturer narrative:
Correction: after review, the high voltage device should not have been submitted as a medical device report 2017865-2023-47004 as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that device interrogation revealed loss of capture on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.